Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified mid cirucmflex artery. Pre-dilatation was performed with a 1.5 x 20 unknown balloon catheter at 14 and 16 atmospheres. A 2.75 x 33 mm xience prime stent was deployed when a distal edge dissection occurred. A 2.5 x 12 mm xience prime stent was implanted to treat the dissection and complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.